Event description:
It was reported on 11/30/2022 by a sales representative via (B)(4) that an ar-9510-2 broach handle tip broke and is stuck in the housing. Case involvement, no patient effect.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. One unpackaged ar-9510-2 serial/batch number (B)(6) was received for investigation. Functional testing found that the device does not function as required. The handled trigger does not stay in place. Visual evaluation found many discoloration spots and a piece of metal stock in the 20°r hole. The most likely cause for the reported failure can be attributed to user error of the device due to over-torquing/over-engaging the driver with the screw head.